Manufacturer narrative:
Results - evaluation in progress.

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of an aortic arch aneurysm using a gore tag thoracic endoprosthesis. It was reported that aortic arch debranching was performed prior to the implantation of the gore tag thoracic endoprosthesis. The blood loss from this surgical procedure was over 1600 ml. On the same day, the patient developed a respiratory failure and a respirator was placed. On (B)(6) 2010, the patient developed a stroke and treated with medication. On (B)(6) 2010, the patient was discharged with remaining symptoms of the stroke. It was reported that this patient had the medical history of chronic obstructive pulmonary disease (copd). The physician reportedly stated that respiratory failure was attributed by the copd. The patient continues with his treatment at another hospital. The current patient's condition is unknown.